Event description:
Philips received a complaint on the v60 ventilator indicating that no flows or tidal volumes were being displayed. The customer informed the remote service engineer (rse) that they had attempted to resolve the issue by replacing the data acquisition (da) printed circuit board assembly (pcba), but the issue persisted. The customer installed a known working used flow sensor assembly (fsa) and the issue resolved, so the customer asked the rse if the flow sensor pcba or o2 flow sensor pcba could be ordered individually. The rse informed the customer that ordering them individually was not possible because they both come in the fsa. The customer stated that they would order a replacement fsa to repair the device. This investigation is ongoing. The device was reported to be in use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 18dec2025, the customer confirmed that the fsa had been replaced to resolve the issue. To confirm the resolution of the issue and a return to full functionality, the customer completed electrical safety, high pressure leak test, system leak test, pressure, air and oxygen flow accuracy. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.